Manufacturer narrative:
The 14fr esheath was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery revealed he crimped valve had a bent strut and appeared to be outside of the sheath. Post device removal, the valve and bent strut were exposed through a torn sheath liner and a liner strand was present. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed two other similar complaints for the appropriate complaint codes. Definite root causes could not be determined. Complaint history review from june 2020 to may 2021 for the edwards esheath (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that procedural factors (bent valve strut, damaged valve, excessive manipulation due to difficulties with ds insertion/withdrawal, high push force, improper crimping, incomplete loader advancement, valve strut caught on liner, withdrawal of burst/torn balloon, withdrawal of damaged valve) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. Sheath liner tears have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. Relevant complaint data and the summary of the associated engineering evaluations of returned devices performed from january 2015 to december 2016 are aggregated in this technical summary. Liner tears can occur at some point during expansion of the esheath either during insertion or retrieval of a delivery system or balloon catheter. The length of the liner tear can vary, with lengths spanning small portions of the sheath shaft or across the entire length. This technical summary outlines the current mitigations during the manufacturing process (i.e. Visual inspections and functional evaluations) and in the instructions for use (IFU) and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that the sheath liner tear occurring during the use in the patient have had root causes related to patient factors (tortuous patient anatomy/peripheral vessel calcification) and/or procedural factors (non-coaxial retrieval, incomplete deflation) rather than a device non-conformance. During esheath manufacturing, the sheath shaft components are 100% visually inspected under magnification. The final assembled devices are 100% visually inspected under magnification by both manufacturing and quality. In addition to the in-process inspections described above, each manufacturing lot undergoes product verification (pv) testing under a sampling plan before final release. These inspections during the manufacturing process and tests performed during product verification support a conclusion that it is unlikely that a manufacturing non-conformance would contribute to a complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on the evaluation of the provided imagery. Without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. However, reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. As reported, 'during the procedure, some force was experienced while pushing it through the esheath. It was decided to retrieve it as a whole unit and implant a new valve. Once the valve was out of the esheath, and prior to the alignment, it was noticed that the valve was deformed and some of the struts were not aligned with the valve'. Per follow-up information, the patient's access vessel had presence of calcification. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Access vessel characteristics such as calcification can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance. This patient factor, in conjunction with the exposed apices of the crimped sapien 3 ultra (s3u) valve, may increase the rate of the valve getting caught on the sheath, resulting in bent valve struts. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Per evaluation of the provided imagery, the esheath was noted to have torn liner and a liner strand. Additionally, per procedural imagery, the crimped valve appears to be outside of the sheath shaft. As resistance during delivery system insertion was experienced, it is possible that the devices were excessively manipulated to overcome any difficulty. This may have led to the crimped valve to interact with the sheath, leading to the observed liner tear and strand. Per training manual, 'do not over-manipulate the sheath at any time'. The available information suggests that procedural factors (excessive manipulation, valve caught on liner) may have contributed to the reported liner tear and liner strand. No labeling or IFU/training inadequacies were identified, a product risk assessment (pra) was previously initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities. Control limits are managed and assessed one a monthly review basis.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case and the liner strand. Please reference related manufacturer report no: 2015691-2021-03170 for the frame damage. The 14f esheath was returned with the 26mm commander delivery system partially inserted through the sheath and exposed through the sheath torn liner. The returned device was visually inspected. The sheath liner was expanded 10 inches distal to the strain relief with the distal tip unopened. Three (3) liner tears were noted. The first tear starting from the distal end of the strain relief was 7 inches in length. The second tear located 1 inch from the distal end of the strain relief was 3.5 inches in length. The third tear located 1 inch from the distal end of the strain relief was 1 inch in length. Hdpe damage was located 1.75 inches from the distal end of the strain relief. Slight stretching was located at distal end of the strain relief. After strain relief removal, an hdpe strand was observed at the distal end of the strain relief, with a length of 0.5 inch. Three (3) liner strands were noted. The first strand starting at the distal end of the strain relief was 1 inch in length. The second strand located 2 inches from the distal end of the strain relief was 1 inch in length. The third strand located 2 inches from the distal end of the strain relief was 1 inch in length. Due to the condition of the returned device (liner torn), applicable functional testing was unable to be performed. Liner thickness were measured along the liner tears and strands as an out of specification result could be indicative of a manufacturing non-conformance. Device-related photos and procedural imagery were provided by the site and showed he crimped valve had a bent inflow strut and appears to be outside of the sheath. Additionally, post-removal, the valve and bent strut were exposed through a torn sheath liner and a liner strand the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. All measurements met specification. Inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU for esheath, IFU for commander delivery system, and device preparation manuals, and procedural training manual were reviewed for guidance/instruction involving the esheath and delivery system usage. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed through evaluation of the returned device and provided imagery. No manufacturing non-conformances were able to be identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. As reported, ''during the procedure, some force was experienced while pushing it through the esheath. It was decided to retrieve it as a whole unit and implant a new valve. Once the valve was out of the esheath, and prior to the alignment, it was noticed that the valve was deformed and some of the struts were not aligned with the valve''. Per follow-up information, the patient's access vessel had presence of calcification and tortuosity. Additionally, the device was inserted at a steep angle (45 degrees). Per the procedural training manual, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, while tortuosity and a steep insertion angle can lead to non-coaxial alignment between the delivery system with crimped valve and the sheath, leading to resistance. These patient/procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, resulting in bent valve struts. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient (calcification, tortuosity) and/or procedural (steep insertion angle) factors may have contributed to the reported event. Per evaluation of the returned device, the esheath was noted to have multiple liner tears and strands. Additionally, per procedural imagery, the crimped valve appears to be outside of the sheath shaft. As resistance during delivery system insertion was experienced, it is possible that the devices were excessively manipulated to overcome any difficulty. This may have led to the crimped valve to interact with the sheath, leading to the observed liner tear and strand. Per training manual, ''do not over-manipulate the sheath at any time''. As such, available information suggests that procedural factors (excessive manipulation, valve caught on liner) may have contributed to the reported event. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case and the liner strand. Please reference related manufacturer report no: 2015691-2021-03170 for the frame damage.

Event description:
As found reported by our affiliates in (B)(6), the patient underwent an implant of a 26mm sapien 3 ultra valve, by transfemoral approach. The valve was crimped properly and introduced in the patient through the esheath. During the procedure, some force was experienced while pushing it through the esheath. Once the valve was out of the esheath, and prior to the alignment, it was noticed that the valve was deformed and some of the struts were not aligned with the valve. It was decided to retrieve it as a whole unit and implant a new valve. After removal, it was noticed that the esheath was linearly broken with a liner strand present. There was no patient injury, and the patient outcome was good.